Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that printed circuit (g1) board failure was the cause of the event. The root cause could not be identified. Facts suggesting that it was caused by misuse was not confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high definition liquid crystal display monitor power turns off after about 1 minute of use. There were no reports of patient harm.